Event description:
The customer reported quality control (qc) was out of range with high relative light units (rlu's) involving unicel dxi 600 access immunoassay system. There was no pt impact. The field service engineer (fse) went to the facility and assessed the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit at the facility on (B)(6) 2008 and discovered the peristaltic pump was faulty (chipping of the edges of the cassettes that hold the peri-tubing) and replaced the peristaltic pump. The peri-tubing was replaced on (B)(6) 2008. The unit confirmed to the MFR's specifications. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for add'l reportable events.